Event description:
The following was reported to hamilton medical ag: "serial nr. (B)(6) failed upon attempting to place a pt on it at ccl ER. Vent was leak tested and flow sensor tested successfully during morning equipment check by (B)(6), rn. Upon placing onto pt, the vent sounded different and there was air leaking from underneath the expiratory valve (bottom port). Pt was not getting much tidal volume, so placed back on ccl ER hamilton vent." The patient was moved to another ventilator. No health consequences or impact. The case has not been reviewed yet by hamilton medical far, therefore the failure description could not be confirmed yet. So far, no relation to the device has been established.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Manufacturer narrative:
It was reported that when the device was "placed" on the patient, and the device "sounded different and there was air leaking from underneath the expiratory valve (bottom port). Pt was not getting much tidal volume, so placed back on ccl ER hamilton vent. The diaphragm was intact and properly placed, also there were no visible cracks on the expiratory valve". Additional information from customer: " the amber leds were non functioning and per tech support to resolve this issue was to replace the control board." It is unclear how this additional information is related to the originally reported issue, and no further information was received from the customer. There was no report of harm to patient, user or third party, nor a treatment in delay. The customer said they were advised to replace the control board per "tech support" and no further information was received from the customer. Therefore, this case is considered as closed.